Manufacturer narrative:
E1: (B)(6) clinic. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported distal end crushed during reprocessing for an olympus gastrointestinal videoscope. There was no patient involvement reported.